Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal would not load properly.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. The c- ring and scope wash tube assembly was returned detached from the wire support. During visual inspection using microscopy, the wire was observed to have no evidence of damage and no evidence of residual adhesive. Based on the evaluation results, the reported complaint was confirmed for the reported failure "c-ring came loose/ detachment and dislocation from the wire support". A review of the manufacturing process instructions identifies a step in the process where a bead of adhesive is applied to the c-ring/wire support joint. The visual reference identified in the procedure on page 12 of 16 shows visible adhesive on the inserted wire when compared to the complaint unit (B)(4) wire end. (Mp12042813 rev/ver. Af) . Based on the results of the evaluation the reported complaint for "c-ring came loose/break" was able to be confirmed. This failure mode was investigated in the fir system.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).